Manufacturer narrative:
G2: corrected. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning approximately 7 days (28feb2024 ¿ 06mar2024 per timestamp), and the pump operated at intended speeds while connected to the driveline. Three no external power alarms were observed on 03mar2024. These alarms occurred while the mobile power unit (mpu) was in use and appeared to have been caused by losses of ac power, as the voltage within both power cables steadily decreased. The alarms resolved when power was restored to the system, and no other notable events were observed. The mpu (serial number 20032779) was not returned for analysis. Available information for this event indicates that the patient had access to the v-lock ac power cord at the time of the event. The provided information indicated that the power cord likely became loose from the outlet causing the alarms. Review of the device history record for the mobile power unit, serial number 20032779, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 3 "powering the system" instructs users on how to secure the mpu's power cord connection to the wall outlet. This section also provides guidance to ensure that the power cord does not accidentally become unplugged. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including alarms associated with no external power conditions. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook ("emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files captured a few low voltage hazard and no external power events while using the mobile power unit (mpu). These events occurred on (B)(6) 2024 at 0509, 0515, and 0816 and all of them were due to a total loss of power to the mpu that enabled the emergency backup battery (ebb) in the controller until power was restored to the mpu. There was no interruption in pump support during these events. It was recommended to ensure the power cord was pushed all the way into the unit and was tight. Additional information was received that the event occurred when the patient was still in the hospital and the cause of the no external power events was unknown. It was thought that it could potentially have been a nurse that unplugged the mpu. The mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose from the back of the unit. There were not any environmental circumstances that would have affected ac power at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.